Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity) and a non-penumbra guide catheter. During the procedure, the physician damaged the velocity within the guide catheter. Therefore, the velocity was removed. The procedure was completed using another velocity. There was no report of an adverse effect to the patient.